Event description:
It was reported that the patient's midline incision site was not healing. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7159718. UDI: (B)(4).

Event description:
It was reported that the patients midline incision site was not healing. No further information has been obtained. Additional information was received that the patient underwent an explant procedure due to an infection. No device malfunction suspected. The patient was doing well postoperatively. The explanted device components will not be return per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 784433, UDI: (B)(4).